Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: a review of the pump black box data shows evidence of a short battery life with 8 counts voltage drops leading to cs 128 call service alarm warnings. The ¿ez-prime¿ steps were performed correctly but all current draws were above specification. The short battery life complaint was confirmed. The pump¿s cover was removed and inspection concluded an unidentified intermittent condition to the printed circuit board. During visual inspection of the pump, it was observed that the battery compartment and returned battery cap were undamaged and able to fit to the pump and maintain an electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.